Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A remote monitoring transmission indicated that the patient had received possible inappropriate shocks for supraventricular tachycardia atrial fibrillation with rapid ventricular response. The device was also noted to have reached recommended replacement time (rrt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was noted to be explanted and replaced.